Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(4) 2013 that a customer had an issue with a dialysis catheter. The customer reports that the pt arrived at the hemodialysis unit. The catheter site was ok: no discharge, no redness. The nurse opened the catheter to check patency before starting the treatment. To do so, she installed a 10 cc nacl 0.9% syringe at each access. On the arterial side, nothing to report. When she aspired and irrigated the venous line, there was a blood "outburst." She checked to see if there was any leak or breakage in the catheter and there was nothing to report. She thought the syringe may have been attached incorrectly on the venous line. The pt had his dialysis session at 4 o'clock. At the end of the treatment, the nurse indicates that the blue adapter could be easily turned around within the tubing. The attending nephrologist was informed of the problem. To check for leaks, two hemostats were installed in addition to the catheter clamp and the nephrologist attached a 10 cc nacl 0.9% syringe and pressed the plunger. When she applied more pressure on the plunger into the venous line, the blue adapter attached to the syringe completely detached from the catheter set. There was no pt injury or ill effect. The catheter was pulled and replaced.